Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm synchroseal instrument for failure analysis investigation. The instrument was analyzed and was found to have the jaw cover torn. The tears measured roughly .2140" x .0190". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. The jaws did not open and close properly as the cover is extended to the base of the jaws.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm synchroseal instrument protection sheet was cracked. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.